Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programming am/pm).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) ranging from 15 mmol/l to 23.3 mmol/l with symptoms of thirst and drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient programmed am/pm incorrectly. This report is being made due to the bg excursion the patient experienced.